Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer had possible temperature changes, but was unable to provide additional information. There was no impact to the customer's blood glucose level. Customer continued using the pump fro insulin therapy.